Event description:
When placing the pt onto the surgical table the right side of the leg section frame casting cracked and the leg section unexpectedly dropped. The incident did not result in any injuries to the pt or the operating room personnel.